Event description:
It was reported that: "after removing block, surgeon noticed spike was still in pt's femur. Surgeon removed spike with hemostat."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.